Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was seen in the clinic and the ventricular assist device (vad) was interrogated. The information in the log file was only showing information from that day. The log files were reviewed and showed data from (B)(6) 2024 at 6:16 am to 12:20pm. Any events prior to this were overwritten and only the last 256 were seen as intended. The event log file showed low flows which seemed to be physiological in nature where the low flow estimator dropped below 2.5 lpm. These occurred when pulsatility index (pi) was elevated. The pump was seeing a reduction in blood volume. The low flow events did not seem to be due to any device issues. No other unusual events were seen. Upon further inspection of the system controller there was water damage at the white port and the patient reported alerts indicating the white port had no power (yellow light on the white port on the system controller). After reseating the patient's batteries the yellow alert disappeared. The system controller and modular cable were exchanged. The clinic stated they could only see the last 20 events on the heartmate touch and tech services offered instructions on how to go to historical view to see more information. The cause of the low flow alarms was due to hypertension and medication was increased for this. It was unknown if the low flow alarms had resolved because the patient's medication hadn't been increased long enough. No patient symptoms were observed at the time of the low flows. The modular cable was confirmed to be exchanged. Equipment was confirmed to be returning via the shipping label provided by abbott.

Manufacturer narrative:
Section h6: medical device problem code corrected manufacturer's investigation conclusion: the reported event of damage to the modular cable was confirmed via analysis of the returned cable. Visual of the returned modular cable (lot number: 8471036) revealed multiple tears in the polyurethane jacket approximately 4¿, 5.5¿, and 7¿ from the controller connector, exposing the underlying braided layer. The outer jacket was also observed to have a tan discoloration. Additionally, the controller connector bend relief had a yellow discoloration and the inline connector bend relief had a tan discoloration. The modular cable was connected to a test system controller and a test pump, and successfully operated the test pump without any issues or atypical alarms produced, including when the modular cable was manipulated by hand. Log files was downloaded from the returned system controller and submitted for review and data from the reported event of (B)(6)2024 was reviewed. The data in the log files did not indicate any issues with the modular cable. No atypical alarms were observed in the log files. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 modular cable, lot number 8471036, was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ subsection entitled "what not to do: driveline and cables", explicitly cautions the user not to twist, kink, or sharply bend the driveline. Heartmate 3 patient handbook (rev. D) section 4 ¿ ¿living with the heartmate 3¿ explains how to properly care for the driveline and states, ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid¿. Heartmate 3 patient handbook (rev. D) section 10 ¿ ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The cause of the fluid ingress on the system controller was not confirmed. The modular cable was exchanged due to it being heavily repaired with rescue tape. The low flows have somewhat resolved since the changes to the patient's medication.